Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lots could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attached article titled, "access site complications in thoracic endovascular aortic repair." D4- the UDI is not known as the part and lot number were not provided.

Event description:
This study compared the results of multiple thoracic endovascular aneurysm repair (tevar) procedures. The intention of this study was to compare the vascular complications of tevar procedures using various forms of vessel closure. The first group used open surgical repair, the second group used proglide devices, and the third group used non-abbott devices. The rate of vascular complications were low; however for proglide, included the following: unspecified device failures and bleeding resulting in the use of surgery and a surgical patch. 11 deaths occurred; however, none were related to the use of proglide devices. The article concluded that the vessel closure devices were feasible methods of closure. The rates of vascular complications were slightly higher for the vessel closure devices compared to open surgery, but the difference was not statistically significant. Specific patient information is documented as unknown. Details are listed in the attached article, "access site complications in thoracic endovascular aortic repair."